Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The long bipolar grasper instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Electrical continuity test was performed and passed. No signs of thermal damage were observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.120¿ - 0.179 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 3 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a black cable insulation tear was noted on the tip of the long bipolar grasper instrument. There was no patient involvement reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that all instruments are checked prior to use. If any damage is found then the instrument is removed and sent to her attention as the operating room manager. No damage was noted prior to this case. The reporter also stated that she was unsure if the instrument was inspected prior to cleaning. The issue was found after cleaning, prior to placing in sterile wrap. It was unknown if the instrument collided with any other instrument or tool. The reporter confirmed that no sparks/arcing was reported during the procedure. She said that if there was any issue, she would have been made aware of it. She confirmed that there was no patient injury. The reporter was unable to provide any patient details as there was no patient involvement.